Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: probe does not disconnect after using the "cut button". The probe has to me removed from the joint during running. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be user accidentally submerges device in saline, inadequate gluing operations. Excessive force applied when used, stuck button. Gtin: (B)(4).

Event description:
It was reported that the probe was continuously activating. A replacement was available and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the probe was continuously activating. A replacement was available and the procedure was completed successfully.